Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel 340cc silicone prosthesis experienced left sided symptomatic rupture, and unexplained systematic symptoms postoperative, including weight gain, and bilateral breast pain. The mammogram and ultrasound examination confirmed the issue. As a result, patient underwent bilateral replacements with unspecified implants on (B)(6) 2024.this report relates to the right side.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses h6 health effect - clinical code e2402: generalized illnesses mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 24, 2024, mentor became aware that the initial report awareness and due dates are incorrect. The correct awareness date is december 10, 2024, which makes the due date to be january 9, 2025. Therefore, this complaint is not late. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 26, 2024, indicated that date of implant removal was on (B)(6) 2024. The pre-scans ultrasound and mammogram both confirming intracapsular rupture on left side. Manufacturer¿s reference number: (B)(4).